Event description:
Burn blister 3rd degree [burns third degree]. Burn blister [burns second degree]. Exuding wound [wound drainage]. Itching [pruritus]. Case description: this is a spontaneous report from a contactable pharmacist. An elderly female pt of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder and wrist) from an unspecified date at an unspecified dose for an unspecified indication. The pt's medical history and concomitant medications were not reported. The pt experienced burn blisters on an unspecified date. Action taken with the product was not provided. At the time of the report, clinical outcome of the event was unk. Additional info received from a contactable pharmacist on (B)(6) 2014 included: this (B)(6) year old female pt of unspecified ethnicity used thermacare heatwrap (thermacare neck shoulder and wrist) on (B)(6) 2014, for 2 days for "tensions". The pt did not receive concomitant medications and no medical history was provided. Thermacare had been previously used in the past (lower back and hip) and had been tolerated well. On (B)(6) 2014, the pt experienced burn blisters 3rd degree (diameter: 1.5cm) along with itching and pain. After removing the wraps, blister formation (1.5cm big), exuding wound, redness including itching and burning were noted. Unspecified treatment was considered necessary for the pt. No surgical intervention was required. Heating of exuding wounds and blisters with sloughing was reported. Long time damage (e.g. Scarring) was considered as eventually possible. Action taken with the product was permanently withdrawn on (B)(6) 2014, the pharmacist reported the pt had not recovered. The reporter assessed the events as non-serious. Causality had been provided as related by the reporter. Additional info has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2014): new info received from contactable pharmacist included: pt age and date of birth, additional event of 3rd degree burn (upgrading this case to reportable), wound drainage and itching, concomitant medications, past product history, therapeutic treatment, event outcome and the reporter's assessment. Follow-up attempts completed. No further info expected.

Manufacturer narrative:
Company comment: based on the new follow-up info received, the company cannot exclude a possible contribution of the suspect device product (thermacare neck, shoulder and wrist) to the reported events of "burn blisters 3rd degree (diameter: 1.5cm) along with itching and pain". The case will be reevaluated should additional info become available.